Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 868 mg/dl. Cause of bg level was not clear. Customer administered a manual injection via the pump to address the issue and went to the emergency room with ketones; amount was not known. Customer was subsequently admitted to the intensive care unit. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. Date of event is approximate.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.